Event description:
Health professional reported an explanted access port to be returned. Initially no complaint against the device was reported. Surgeon's office called and provided add'l info stating that "the port was replaced on [date] by dr. [Name] because of a leak in the port". F/u with the hosp and the surgeon's office did not lead to any add'l info concerning how the problem was first observed or confirmed.

Manufacturer narrative:
Taper ii. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."